Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.00/3.5/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vault. Per updated information va 6/6, eye is quiet and healthy, vaulting 100micron. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.